Manufacturer narrative:
(B)(4). The field service specialist (fss) replaced the rear panel connector (rpc) board as part troubleshooting and also reseated the instrument manager. Fss also replace the sealed lead acid (sla) battery as it was depleted. Fss completed the field service checklist which the unit passed all functional tests and it was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported intermittent loss of bluetooth connection and while the amo field service specialist was on site, he noted error 2012 (instrument host timeout error) at startup (B)(6) with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.